Event description:
Medics responded to a pt described as in cardiac arrest. The pt connected to the device, but according to the reporter, the device powered off and displayed a service indicator. A backup device was called for and immediatedly used. The pt was resuscitated.